Event description:
When surgeon tried to use laser fiber it would not burn even though it looked like all was working properly. We disconnected and reconnected the fiber and still did not work. We shut down and rebooted the laser machine and still did not work. We opened a new laser fiber and it worked perfectly.